Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable pulse generator (ipg) changeout procedure, the new ipg exhibited conflicting measurements in comparison to the analyzer measurements. The ipg was not used and replaced. It was reported that the right ventricular (rv) lead was failing due to irregular and high impedance. It was further reported the lead exhibited high and unstable thresholds. The lead was explanted and replaced approximately one week after the ipg changeout procedure. No patient complications have been reported asa result of this event.